Manufacturer narrative:
Corrected information were provided in b7, d3, e1 (initial reporter title) and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/patient device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
A1; a4; a5; a6 are unknown. D4. Serial. UDI, expiration date are unknown. D6a, d6b: exact dates of implant and explant are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: a publication was reviewed that details an impella cp support for a 46 year old male with a history of the congenital heart condition of tetralogy of fallot, and corrective surgery in 1979. The patient was found to be suffering from biventricular failure, pulmonary regurgitation, and right ventricular dilatation. The team placed the cp pump to provide hemodynamic support and prepare the patient for percutaneous pulmonary valve replacement (ppvi). The cp was explanted and escalated after 10 hours of support due to hemolysis. The team placed an impella 5.5 pump with success and the ppvi was successful. After 3 days the impella 5.5 was explanted. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Upon review by investigation. H6. A01 code was changed from mechanical interaction with blood to a01 patient device interaction which is not a reportable malfunction therefore d1 product problem that was reported in the initial report should be removed. D4 catalog number was revised.